Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content that was measured in three different platelet products for this lot number. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. The disposable is not available for evaluation because it was discarded. The three event dates are not available at this time. The wbc counts for the platelet products are not available at this time. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was analyzed. No unusual process parameters were identified in these procedures and the system operated as designed. It cannot be ruled out that the leukoreduction failures may be donor related or within the expected statistical performance. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.